Event description:
It was reported that the patient with the subcutaneous implantable cardioverter defibrillator (s-ICD) with this electrode received one inappropriate shock due to oversensing and high out of range shock impedance measurements. It was noted that the patient had an unrelated surgery four months ago and the eletrode was severed and the coil missing as confirmed through x ray. Technical services (ts) recommended turning therapy off unless a new electrode is placed. The electrode remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No additional adverse patient effects were reported.